Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v593243, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a new battery put in on (B)(6)2012. It was replaced because the battery wasn't working. No symptoms or troubleshooting were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.